Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the surgeon used the device in articulation mode. The surgeon noted wobbling of the device each time firing trigger is pressed. There was no staple formation at length of 10-15mm with misplaced buttress material. The staple line was over sewed. The patient was still critical after 3-4 hrs of surgery. The patient was admitted to ICU with sustained tachycardia and unusual elevated bp of 140-150. Cect study of the patient was done as on (B)(6) 2012 which suggests no evidence of leak. Patient is stable and transferred to the ward. The device has been discarded by the user facility.

Manufacturer narrative:
(B)(4).